Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 1627487-2021-01279 and 1627487-2021-01280. It was reported that the patient was experiencing ineffective stimulation. Reprogramming was attempted. As result, the patient underwent surgical intervention on (B)(6) 2021 to add an additional lead. Effective therapy was established post-operative.